Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty removing the stylet and shaft separation appear to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use a 2.75x8mm nc trek rx balloon dilatation catheter (bdc) was being prepped and the stylet could not be removed. The physician attempted to remove the stylet and the balloon catheter separated into two pieces. The device was not used and there was no patient involvement. A new same size nc trek was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.